Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications. See attached file for more details.

Event description:
It was reported that the weight has been changed to 0144.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 119 mg/dl. Troubleshooting was performed and customer hung up and did not continue.